Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken main tube. The distal tips were not returned with the instrument. Additional observations related to customer reported event include: the instrument was found to have a broken grip cables at the distal. The instrument was found to have a broken distal pitch cable at the distal end. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal with lymphadenectomy surgical procedure, the prograsp forceps tip was unable to move while in use. The tip was bent in a way that it was unable to be removed from the patient's incision and trocar. The silver collar of the prograsp tip that attaches to the shaft came apart. The cables in the arm had to be cut to remove trocar from prograsp from the arm. The procedure was completed with no reported injury.